Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he was receiving "m31-air detected in cassette" alarms and had to cancel the treatment. The patient stated when he removed the cassette he noticed it was leaking and the inside of the cycler was wet. The patient was abe to complete his subsequent treatment without issue. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he was receiving "m31-air detected in cassette" alarms and had to cancel the treatment. The patient stated when he removed the cassette he noticed it was leaking and the inside of the cycler was wet. The patient was abe to complete his subsequent treatment without issue. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.